Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 31 mg/dl; cause was unknown. Customer required assistance from the contact to address bg with glucagon. Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, the customer reported that the basal iq feature did not suspend insulin when expected. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause. Reportedly, the customer reverted to manual injections for insulin therapy.